Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The drain was reported to leak from the drainage bag all over the floor. The drain had been working fine prior to the incident. Add'l info was requested and on (B)(6) 2015 and (B)(6) 2015, the following was provided by the customer: the drainage bag disconnected from the usual location. The bag hit the floor spilling cerebrospinal fluid (csf). This did not occur during a bag change. The staff were present in the room when the incident occurred. The leak occurred between the drainage bag and the luer lock connecting the bag to the system. The accudrain was placed on the (B)(6) male pt on (B)(6) 2015. The incident also occurred on (B)(6) 2015. To the best of the customer's knowledge, the stopcock below the buretrol was closed. A significant amount of csf leaked from the bag. It was unk if the drainage bag was ever replaced prior to the incident. A new drainage system was applied. Pt outcome was "pending."